Event description:
It was reported that the procedure was cancelled. The stenosed target lesion was located in the severely tortuous and calcified middle left anterior descending artery (lad). A 1.75mm rotablator plus was selected for use. During the procedure, it was noted that the device was kinked due to angulation when crossing the lesion and it got stalled. The procedure was not completed due to this event. There were no complications reported and the patient was stable.

Event description:
It was reported that the procedure was cancelled. The stenosed target lesion was located in the severely tortuous and calcified middle left anterior descending artery (lad). A 1.75mm rotablator plus was selected for use. During the procedure, it was noted that the device was kinked due to angulation when crossing the lesion and it got stalled. The procedure was not completed due to this event. There were no complications reported and the patient was stable.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. Inspection of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the turbine was corroded. It was considered likely that the corrosion to the device identified during analysis was caused by the drying of the saline infusion that had been used during the procedure. As the rotawire used in the procedure was returned and used for analysis. During analysis, the rotawire had resistance during removal due to kinks present on the wire. Due to the severity of the kink damage, reinsertion was not completed. When the rotablator advancer was connected to the rotablator console and the foot pedal was pressed, the device stalled and would not run. After destructive testing was performed, it was found that the shutter was damaged. The damage present could lead to fiberoptic interference. Design assurance and cork supplier quality were contacted, and it was verified that the shutter damage present was likely due to a molding defect from supplier.